Event description:
The customer reported that the joystick (rui) was intermittently working. The joystick motor control was not working but other buttons were.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep joystick motor control was not working but other buttons are ok. He secured the interconnect cable. The rep found a loose component inside joystick. The rep replaced the rui, tested unit, and found the unit working as intended.